Event description:
It was reported that the patient had the implantable neurostimulator removed because of "continual problems" with lead fractures. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v302363 serial# implanted: 2009-(B)(6) explanted: unk product typ lead product ID 3037 serial# (B)(4) product typ programmer, patient. (B)(4).